Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. It was reported that a patient was lifted from a bed to a wheelchair in a sitting position using the maxi sky 600 ceiling lift and loop sling (mlaas200-l, 3000223267023). When the patient was lifted over the wheelchair, the resident slipped out of the sling and landed on her head. The resident was taken to the emergency department for further assessment of a sustained head laceration. The computed tomography and x-ray were unremarkable. The resident's condition deteriorated overnight and she was returned to the emergency department. The medical director reviewed the resident's medical records and reported that the resident had sustained a right hip fracture and a left distal clavicle fracture. These injuries had not been identified at the initial emergency department visit. The patient suffered a fat embolism syndrome. The resident passed away on (B)(6) 2024. After the event, the lift and sling were tested and no malfunction was found. The customer reported that staff were trying to recreated the event but was not able to. The customer staff stated that they are not able to explain how the patient fell. They stated that "it happened in a blink of an eye". In the course of the investigation two hypothesis were considered: sling loop accidentally removed from the spreader bar or incorrect size of the sling was used. The sling loop is attached to the lift spreader bar by the loader latch, which is equipped with a spring mechanism that closes the latch to prevent accidental removal of the loop. Therefore if the latch is closed the sling loop will not detach from the spreader bar. The customer confirmed that the sling loop did not detach from the lift spreader bar. The first hypothesis can therefore be ruled out. In regards to incorrect size of the sling. The instruction for use (IFU) for passive clip slings (04.sl.00) includes section 'applying the sling,' which provides step-by-step instructions and graphical illustrations on how to apply sling on patient¿s body. Additionally section "selecting sling size¿, describes how to select proper sling size to fit the patient¿s physique. The IFU indicates to measure the patient and then follow the chart to pick the correct size. The customer stated that the sling had correct size, but did not provide information how the sling was applied. This hypothesis cannot be confirmed. Taking the above into account, the root cause of the reported patient fall is impossible to define. To sum up, the arjo sling was used during the resident transfer. The lift and sling system is designed to provide patient transfers. Since the resident slipped out of the device it is considered that the lift did not meet its performance specification. The complaint was decided to be reportable due to resident's slipping out of the sling.

Manufacturer narrative:
It was reported that a patient was lifted from a bed to a wheelchair in a sitting position using the maxi sky 600 ceiling lift and loop sling ((B)(6)). When the patient was lifted over the wheelchair, the resident slipped out of the sling and landed on her head. The resident was taken to the emergency department for further assessment of a sustained head laceration. The computed tomography and x-ray were unremarkable. The resident's condition deteriorated overnight, and she was returned to the emergency department. The medical director reviewed the resident's medical records and reported that the resident had sustained a right hip fracture and a left distal clavicle fracture. These injuries had not been identified at the initial emergency department visit. The patient suffered a fat embolism syndrome. The resident passed away on 25 december 2024. After the event, the lift and sling were tested and no malfunction was found. The customer reported that staff were trying to recreate the event, but was not able to. The customer staff stated that they are not able to explain how the patient fell, they stated that "it happened in a blink of an eye". In the course of the investigation, two hypotheses were considered: sling loop accidentally removed from the spreader bar and incorrect size of the sling was used. The sling loop is attached to the lift spreader bar by the loader latch, which is equipped with a spring mechanism that closes the latch to prevent accidental removal of the loop. Therefore if the latch is closed the sling loop will not detach from the spreader bar. The customer confirmed that the sling loop did not detach from the lift spreader bar. The first hypothesis can therefore be ruled out. Regarding the incorrect size of the sling, the instruction for use (IFU) for passive loop slings (04.sl.00) includes section 'applying the sling,' which provides step-by-step instructions and graphical illustrations on how to apply sling on patient¿s body. Additionally, section "select sling size¿, describes how to select the proper sling size to fit the patient¿s physique. The IFU indicates measuring the patient and then follow the chart to pick the correct size. The customer stated that the sling had the correct size, but did not provide information how the sling was applied. This hypothesis cannot be confirmed. Taking the above into account, the root cause of the reported patient fall is impossible to define. To sum up, the arjo sling was used during the resident transfer. The lift and sling system is designed to provide patient transfers. Since there was no arjo device failure observed it is considered that the lift met its specification. The complaint was decided to be reportable due to the resident's slipping out of the sling.

Event description:
Arjo was notified of an incident involving a maxi sky 600 ceiling lift (B)(6) and an arjo loop sling (mlaas2000-l). It was reported that a resident was being transferred from a bed to a wheelchair with the assistance of 2 caregivers. As the resident was being lifted over the wheelchair, the resident slipped out of the sling and fell (headfirst to the floor). The resident sustained visible laceration therefore was taken to the emergency department for assessment. A computed tomography scan and an x-ray were performed, which showed no injuries. The resident returned to the facility the following day. The resident's condition deteriorated overnight and she was sent back to the emergency department. The medical director reviewed the resident's medical records and reported that the resident sustained a right hip fracture and a left distal clavicle fracture. These injuries had not been identified at the initial emergency department visit. The patient suffered a fat embolism syndrome. The resident passed away on (B)(6) 2024.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.